Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was not opened. A field service engineer found that the drawer had been damaged due to kicking, which caused pressure on the e cubie. All the screws on the drawer were loosened and then retightened to relieve the pressure. The rails were oiled and tested multiple times in diagnostics without any issues. The cubie lid and spring were also oiled. To confirm the repair, customer verified the drawer¿s operation through the inventory application, and no issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a pocket failure and unable to open. The customer reported that there was no delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.